Event description:
It is reported that the customer had high blood glucose levels of 154 mg/dl. The customer was hospitalized because she just had a baby. The customer reported a compromised force sensor system error from the insulin pump that was loaned from her endocrinologist. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.